Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The date of the event is estimated to the date of explant.

Event description:
It was reported on (B)(6) 2011, a 27mm epic stented porcine valve was implanted. On an unknown date the patient presented to the hospital with advance stenosis. On (B)(6) 2022, the valve was explanted and a new 27mm epic stented porcine valve was implanted. Upon explant, calcification of the leaflet was noted. The patient was reported to be in stable condition. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
Explant due to advanced stenosis was reported. The investigation found that all three cusps were calcified. There fibrous thickening on all three cusps and fibrous pannus ingrowth on inflow and outflow surfaces of all cusps with narrowing of inflow diameter and limited cusp mobility. Cusp 2 contained a slight tear at the top of stent post 1. The calcifications, fibrous thickening and pannus noted could have contributed to the reported stenosis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.